Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the or for lead revision due to high, out of range, pacing lead impedance and high capture thresholds. The lead was capped and replaced. Patient condition after the event was fine.